Manufacturer narrative:
(B)(4). The peritonitis was diagnosed on an unknown date in (B)(6) 2015, approximately one week prior to the receipt of the report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with tazime (dose, route, and frequency not reported) and cefamezine (dose, route, and frequency not reported) for peritonitis. The patient recovered from the peritonitis event. The patient was retrained on aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.